Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a procedure, the lower jaw of the pituitary broke. Patient came in contact with the product.

Manufacturer narrative:
Product analysis: the lower shaft is broken off at the lower pivot pin. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with overload.